Event description:
Received two false positives after following directions for pregnancy test. Looked at reviews when I realized I was not pregnant and noticed hundreds of other women had the same issue. It is obviously detrimental to us and our loved ones when we are trying to conceive. It is also an emotional rollercoaster for those not trying to conceive when they falsely test positive. This product should not be on the shelves with how many negative reviews there are regarding this issue. FDA safety report ID # (B)(4).